Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "dr is calling from the ICU. She is caring for a pt with a 40 cc lws iab in place. She states the iabp began issuing helium loss & high pressure alarms that are persistent. She states there is no blood in the driveline. They have attempted volume reduction and weaning ratio with no relief. Cxr is pending at time of call. Upon connection, 2 high pressure alarms were issued back-to-back within approximately 30 secs. On the strips, there was a notch-like mark on the bpw at initiation of inflation. Cxr showed appropriate iab position. Encouraged dr. To do a leak test and she agreed. Console positive. Iabp exchanged and alarms resolved". No patient harm or injury. The patient status is reported as "fine".